Event description:
Caregiver was giving a bath to resident and during the process of lifting the pt the chair came loose from the latch assemble causing the pt to fall and bruise. The pt was strapped into the chair at the time of the incident.